Event description:
It was reported the customer had a no delivery alarm while priming. Customer's blood glucose was 13.3 mmol/l. Customer has changed their reservoir three times, but the alarm was recurring. It was found insulin could not be delivered manually with the customer's reservoir. However, it was found the insulin was able to be delivered with a fixed prime. Customer declined to replace their reservoirs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.